Manufacturer narrative:
Information regarding the initial: occupation: unknown. Investigation evaluation: in the two (2) photos received, it can be seen that there is a small loop present in the trigger cord on the right side of the barrel confirming the report. In addition, the beads located on the end of both legs of the trigger cord could clearly be seen as pulled away from the bands on the barrel. All bands were still present on the barrel. Our laboratory evaluation of the product said to be involved also confirmed the report. The trigger cord attached to the barrel with 6 bands, the loading catheter, the two-way handle and irrigation adapter were all included in the return. During a visual examination, it was observed that one leg of the trigger cord had come out from between the fourth and fifth band forming a small loop. The ends of both legs of the trigger cord had pulled away from the barrel and the 6th bead of each leg was visible on the cord. The remaining ten beads were still on the barrel. The beads for bands 1 through 4 were still in the correct location under the bands, however, the 2 beads for the 5th band had been shifted to one side of the barrel. The beads were examined using magnification and appeared to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured at the knots and within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. There were no nonconformances for the lot number said to be involved. Investigation conclusion: a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. There were no nonconformances for the lot number said to be involved. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an endoscopic variceal ligation (evl), the physician prepared a cook 6 shooter saeed multi-band ligator. When the mbl-u-6 packaging was opened, the physician noticed something wrong with the trigger cord and decided not to use that unit. The physician decided to use another mbl-u-6 on the patient and it was successful. The photos provided showed that the trigger cord was not retained under the bands which results in premature deployment [subject of report]. This occurred prior to patient contact; there was no impact to the patient.